Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for suspected thrombus on (B)(6) 2013. Ramp echo at the time showed normal left ventricle unloading. Anticoagulation was increased at the time. The pt also had high plasma renin activity for transplant and was treated with two rounds plasmapheresis. The pt began to feel fatigued on (B)(6) 2013. The pt had worsening fatigue and low pi. The pt was readmitted on (B)(6) 2013 with high lactate dehydrogenase and plasma free hemoglobin with signs of renal failure. An echo showed incomplete unloading of the left ventricle. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.